Event description:
During a routine blood draw, the phlebotomist noticed the bd acd tube has, what appeared to be, insect larvae inside. The tube still had vacuum. The pt had to wait with a needle in their arm while a replacement tube was located.